Event description:
A malfunction on the customer's pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.